Manufacturer narrative:
H6 - work order search: no additional similar complaint type within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6, -6.0/1.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted and removed intraoperatively on(B)(6) 2023 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly, replacement operation date to be decided.